Event description:
The user facility reported that the 3085 sp table moved into tilt, trendelenburg and leg down positions without being commanded to do so. The reported event happened during two separate procedures; each was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician fully inspected the table subject of the reported event and found it to be operating properly. The technician checked the column shroud, override switches, and wiring for damage and was unable to find any fault; the table performed normally without issue. The table has been returned to service with no further issues reported. The table is not under steris service contract and is currently maintained and serviced by user facility biomedical personnel. Steris has offered to provide in-service training however the user facility declined.